Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. E4. The initial reporter also notified the FDA on09 aug 2023. Medwatch report is (B)(4).

Event description:
It was reported that bd nexiva leaked from the IV hub. The following information was provided by the initial reporter: describe the event or problem: patient in today for venofer infusion. #24 piv inserted to dorsum of right hand via clean technique without issue. When flushing IV, some leaking around insertion site noted but stopped. A few minutes after venofer infusion started, piv started leaking again. Upon closer examination it appeared to be leaking from the IV hub. Piv removed, entire catheter intact. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? This did happen during patient use. Injury unknown but not reported.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.